Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "a piece of double duckbill seal was found in patients liverbed at the end of the case prior to closing. The piece of the seal was successfully removed prior to closing." Patient status: no issues.